Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt, his parents and friends have noticed that the pt's hearing level changes. According to his mother, the problems occur about once in a week and can last a few hours to one day, being present for several months now. Test results show that the implant is working ok, only one electrode shows a relatively high impedance value. The external parts have been changed in the clinic and fitting should be ok. The pt is scheduled to be reimplanted on (B)(6) 2011.